Event description:
Patient reports their freedom pump, used for cuvitru, serial number (B)(6), is not working properly. Pt states that their infusion has been getting progressively slower even though using same supplies at same dose. Previously infusions were about 2.5 hours long and now taking 3.5 hours. It is unknown if patient missed a dose or had an interruption in therapy. It is unknown if patient experienced an adverse event due to product issue. Pharmacy replaced the device and the malfunctioning device will not be returned. Indication(s): common variable immunodeficiency, unspecified, iron deficiency anemia secondary to blood loss (chronic), and common variable immunodeficiency.